Event description:
In 1995 bilateral breast augmentation with mcghon saline implants. In 2004 c/o failure of right breast implant. 2004 pt underwent removal of deflated right breast implant. Implant removed intact-to be returned to inamed corp.